Event description:
It was observed during the device inspection, that the colonovideoscope nozzle was clogged, air/water tube, jet tube and air/water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: flexibility adjustment ring has a scratch; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; scope cover has a scratch; switch box has a scratch; switch1 has a cut; air/water cylinder has foreign objects; due to clogging of nozzle, foreign objects come out of distal end; due to clogging of nozzle, foreign objects come out of distal end; due to wear of angle wire, bending angle in upright direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; air/water tube has foreign objects; jet tube has foreign objects; nozzle has foreign objects; adhesives around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; and adhesive on bending section cover or distal sheath rubber has white-clouded area. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: there were no malfunctions of the reprocessing accessories. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. During the precleaning process, the customer supplied an air/water rinse. During the precleaning process water was flushed through the additional water channel. The customer indicated that there was detergent rinse during manual cleaning of the device. Correction: during the device evaluation it was specified that the nozzle was clogged with white fibers, likely originating from a cleaning brush. Additionally, it was observed that the air/water tube, cylinder, and jet tube contained white foreign material inside of the tubes. These findings were due to insufficient cleaning or handling of the scope. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of foreign material could not be determined nor identified. Olympus will continue to monitor field performance for this device.